Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was in retry mode and impacting refill reports, resulting in blind stock outs leading to medication delays. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in retry mode. A technical support specialist (tss) attempted to apply knowledge article "med es 1.5.2.1 ¿ retry mode ¿ insert into tx. Discrepancy", but the station re-encountered the same error. The tss stated that the prior transaction happened too long time to manually upload to the server, so the tss skipped the upload. The tss confirmed that station was uploading normally. The system functioned as intended after the technical support specialist troubleshot the issue.